Manufacturer narrative:
Lab evaluation conducted on (B)(4) 2013 determined the needle was broken. Needle missing from below sheath extender. Cannot confirm location of missing piece of needle. No information received prior to this to indicate this complaint involved a broken needle. The customer's complaint issue was reported as follows: "the mass was extremely hard. The physician used two fna needles to penetrate the mass and both handles broke ((B)(4))." There were no echo-25 (echo) devices of lot # c857114 in stock at the time of the complaint investigation. One x echo device of unknown lot # was returned for evaluation. The device was not returned in the original package. It may be noted that this echo device was received in the same packaging as the echo device involved in (B)(4). This echo device was returned with approx 5mm of the needle and sheath still attached to the device. It was determined during the laboratory evaluation that approx 141.9cm of the needle and sheath was missing and had not been returned. The outer handle of this echo device moved freely when actuated however with no affect upon the advancement of the needle. The remaining needle was removed from the handle. The needle was confirmed broken at approx 4cm from the base of the luer lock and coincides with a breakage within the handle. It is most likely that the customers' difficulty originated with the needle kinking within the outer handle. As the needle was advanced/retracted this kink resulted in a breakage. As the needle was broken within the handle the customer would not have been able to advance the needle with the handle and this would account a forceful advancement of a 'broken handle'. A possible cause of the needle kinking within the handle may be due to patient anatomy as the mass being punctured was an extremely hard mass which would have required a forceful advancement of the needle. Although requested, information concerning the missing needle and sheath was not received. It is unknown if this portion of the device was intentionally cut to assist with removing the device from the endoscope or to assist in sample retrieval. It is also possible this portion of the device broke as a result of the sheath/needle becoming kinked below the sheath extender. The kinking of the sheath may have occurred due to product handling when removing the device from the packaging or handling of the device while attached to the endoscope. If the handle of the echo device is not appropriately handled, it is possible for the sheath to become kinked due to the weight of the handle. As the needle was advanced/retracted this kink may have resulted in a needle breakage. The initial complaint information received confirmed no section of the device detached inside the patient, the patient involved did not require any additional procedures and no adverse effects were reported to the patient as a result of this incident. However it should be noted that to date no information has been received regarding the missing portion of the needle and sheath. This portion of the needle/sheath remains unaccounted for. Prior to distribution, all echo devices are subjected to functional checks and visual inspection to ensure device integrity. A review of the relevant manufacturing records for this echo device did not reveal any discrepancies which could have contributed to the complaint issue. The 2 year complaint history has been reviewed for this rpn and the likelihood of this type of occurrence is low. No corrective action is warranted at this time. Although requested information concerning the missing needle/sheath has not been received. No information received to date that suggests this incident had any adverse effects upon the patient or that any part of the device remained in the patient. The 2 year complaint history has been reviewed for this rpm and the likelihood of this type of occurrence is low. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
The mass was extremely hard. The physician used fna needle to penetrate the mass and the handle broke. Upon evaluation of the returned device the needle was confirmed broken approx 5mm from sheath extender, approx 141.9 cm of the needle/sheath was not returned. The initial complaint information received confirmed a section of the device did not remain inside the patient's body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.